Event description:
The surgeon performed a partial knee arthroplasty procedure on (B)(6) 2015 using the robotic arm interactive orthopedic system (rio) and mako components. The surgeon also used stryker components for this off-label procedure. During the case, the surgeon damaged three mako baseplate inserts while attempting to mate them to the baseplate. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
Visual inspection of the returned device is able to confirm the reported damage which can be seen on the superior side of the inserts; however, this unremarkable as it was used in an off-label manner. Although the event of two damaged inserts was confirmed it has been determined that the devices were used in an off-label application; in addition, no adverse consequences were reported. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon was using a triathlon femoral component and 2 mako baseplates which is an off label application. While performing the surgery, the surgeon damaged 3 essential tibial baseplate inserts. Additionally reported by sales rep (B)(6) on 2/4/15: 2 stryker triathlon components were used in the off label construct.